Manufacturer narrative:
No patient involved. A medtronic representative went to the site to test the equipment. The failure was system fails to dock properly. The manufacturer representative invalidated home and performed m calibration. The system then passed checkout and performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the imaging system would not dock. No patient impact.